Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the balloon markers were misaligned. The target lesion was located in moderately calcified superficial femoral artery. A 2 cm peripheral cutting balloon¿ was selected for use. During procedure, the device was inserted to perform dilation. However, it was noted that the position of the marker was in the proximal are, with a longer distance than the tip of the balloon. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.,eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the device which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 9mm distal to the distal end of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint incident. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual and microscopic examination was performed on the markerbands. The distance between the markerbands and the position of the markerbands was found to be within specification. The markerband spacing was approximately 2cm apart and both the proximal and distal markerbands were aligned with the ends of the cast blades. No issues were noted with the markerbands that could have contributed to the complaint incident. No damage was noted to the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the balloon markers were misaligned. The target lesion was located in moderately calcified superficial femoral artery. A 2cm peripheral cutting balloon¿ was selected for use. During procedure, the device was inserted to perform dilation. However, it was noted that the position of the marker was in the proximal are, with a longer distance than the tip of the balloon. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was stable.